Event description:
Discordant low advia centaur xp afp results were obtained for samples from one patient. The results were discordant with the dilution testing and previous results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.

Manufacturer narrative:
The cause for the discordant afp results is unknown. Possible cause is heterophile interferences or exogenous interferences. The instrument is performing within specification. No further evaluation of the device is required.